Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient experienced elevated blood glucose levels after approximately 4-24 hours of pod wear on the arm and attributed the event to the pod not delivering insulin. Blood glucose reportedly increased to approximately 450 mg/dl. The patient subsequently began feeling unwell, with symptoms including vomiting, prompting the mother to seek medical attention. The patient was transported to the emergency room and diagnosed with diabetic ketoacidosis. Treatment during medical evaluation included insulin, fluids, and zofran, with x-rays and laboratory testing also conducted. The patient returned home the same day.